Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extraperitoneal procedure, the surgeon used the device to create the space but the balloon did not expand. And in the body, a fragment which seemed part of the balloon was found. Next, the surgeon used a new device, but did not expand this balloon. When the surgeon pulled out the device from the abdominal wall, the balloon was broken and debris was falling in the space of the retroperitoneum. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was not received. A small piece of balloon was returned in a plastic sample dish. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.